Manufacturer narrative:
A follow up will submitted when additional information become available. Note: this event occurred on the german market on a significantly similar device to base unit cardiohelp, which is sold in the us. For d4 unique identifier (UDI)#, primary di number has been used for base unit, cardiohelp with catalog number 70104.8012, which is sold in the us. Provided d4 serial number and h4 device manufacturer date correspond to device involved in the event, not available in us.

Event description:
It was reported that error ¿0xd00e¿ was displayed on the cardiohelp. The pump stopped for about a minute. It then continued running without problems. No harm to any person has been reported. Later, it was confirmed by customer, that the cardiohelp and the hls set was exchanged during treatment. As a pump stop during ECMO was reported and the cardiohelp was exchanged a report is needed.complaint ID: (B)(4).

Manufacturer narrative:
It was reported that error ¿0xd00e¿ was displayed on the cardiohelp. The pump stopped for about a minute during ECMO. It then continued running without problems. No harm to any person has been reported.as a pump stop during ECMO was reported, which is a potential risk for the patient, a report is needed.a getinge field service technician (fst) was sent for investigation. No failure was found and no parts were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. Afterwards during maintenance the software was updated to avoid reoccurrance fo the reported failure.the log files of the reported cardiohelp device were reviewed and the error message "device defective 0xd00e" could be confirmed multiple times on the date of event.according to the service and sales unit, the hls set which was connected to the cardiohelp had clotting and this could have caused the error message in the cardiohelp device. The involved hls set is investigated within complaint #1320347.according to the instruction for use (IFU) of the cardiohelp device (chapter ¿high priority¿) it is stated that this error message inform the user of an error that require the service to diagnose the fault. The cardiohelp should be exchanged as quickly as possible, if the failure occurs during patient treatment. The perfusion on the cardiohelp should be continually be checked, as well as the monitoring of the patient. Furthermore, in the IFU chapter ¿check before every application¿ it is mentioned that all important functions and this particular error messages of the cardiohelp have to be checked before use. The device was manufactured on 2013-09-03.the review of the non-conformities has been performed on 2025-06-04 for the period of 2013-09-03 to 2025-04-22. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas.based on the results the reported failure "device defective (0xd00e)¿ could be confirmed within in the log files, but could not be linked to a malfunction of the cardiohelp.the customer will be informed about the results by the getinge sales and service unit.the occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID:(B)(4).